Manufacturer narrative:
Result description: angle sensor.

Event description:
It has been reported that the bed will not go past the third step of the calibration mode and will not charge when plugged in. No injury reported.